Event description:
It was reported that the ventilator reset while on a patient. No reported harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.